Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. Customer states he is changing out his infusion set and he got compromised force sensor system and the pump is not working. Customer states the drive support cap appears normal (recessed). Advise customer to discontinue use of the pump. Advise customer to revert to back up plan per hcp instructions. The pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Pump received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.